Event description:
During a follow-up, suspected premature battery depletion was observed. The device will be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and the device was found to be below the expected limits. No sources of high current were found during bench, automated electrical, temperature and humidity tests. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to be the cause of the premature battery depletion. .